Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the red led was illuminated and the charging bay was defective. It was further determined that a contact pin was missing in one of the slots, all of the warning lights turned red when a battery was put in and the charging bay was demolished in one and three contacts. Therefore the reported condition confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the red led was illuminated and the charging bay was defective on the universal battery charger device. It was noted in the service order that a contact pin was missing in one of the slots and all of the warning lights turned red when a battery was put in. It was further determined that the charging bay was demolished in one and three contacts and the charger was defective. The event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.